Manufacturer narrative:
Complaint investigation is completed.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire prolapsed during advancement and caused a dissection. A 3rd party angled catheter (kumpe) was used to advance the wire and the procedure was completed. The dissection was addressed with two unplanned additional stents.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire prolapsed during advancement and caused a dissection. A 3rd party angled catheter (kumpe) was used to advance the wire and the procedure was completed. The dissection was addressed with two unplanned additional stents.